Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient that the receiver would not turn on (B)(6) 2013. Foreign distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.